Event description:
It was reported that after ten hours of continuous renal replacement therapy (crrt) with a prismaflex st100 set and a prismax machine equipped with a thermax blood warmer, an external blood leak (179ml) was observed between the st100 set poster filter luer connection and the thermax warmer luer connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacture address line 1: (B)(4). The actual device was not available; however, one (1) photograph of the sample was provided for evaluation. Visual inspection of the picture confirmed the presence of coagulated blood (drop) at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.